Event description:
After the device was used to administer one shock to a patient diagnosed in cardiac arrest, the device allegedly displayed a connect electrodes alarm and use of the device was inhibited. The electrode and electrode cable connections were checked with no problems observed. An ambulance crew no problems observed. An ambulance crew arrived and continued treatment of the patient using a manual defibrillator. The patient was not resuscitated.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be an intermittent failure in the patient impedance measurement circuit. The main pcb assembly was replaced and the device was returned to the customer.